Event description:
Hi, I include in this link the complete complaint report (B)(6) (in my opinion is a mistake this kind of forms limited to 4.000 characters and limiting as well the numbers of photos/videos. I've send you two weeks ago a complete email. Anyway. I'm send you again the same complaint report. But just think about it. Its a waste of time this procedure). Good morning, my name is (B)(6). I have been an insulin-dependent diabetic since I was 8 years old. Since (B)(6) 2020 I have been using the tandem t:slim x2 insulin pump and the dexcom range of sensors (g6 and g7). I live in (B)(6) (spain) and the (B)(6) hospital ((B)(6)) gave me the device, trained me to use it and provides me with its consumables through an agreement they have with (B)(4), the distributor of tandem in spain. The reason for this email is to warn by means of a pdf document, about the defective behaviour of the autosoft infusion sets of the tandem insulin pump. Please read the complaint carefully. I would like to point out that it is not possible to communicate via email nor with tandem diabetes (with the company's headquarters in san diego, california, USA) neither with (B)(4). I tried to contact tandem diabetes by direct message on twitter to warn them of this situation. The company refused to send me an email address to contact them, stating that 'due to global data protection regulations, we are not able to provide this type of support to tandem pump users in your area'. I phoned (B)(4), the distributor of tandem diabetes in spain. I asked them for an email and a contact person for tandem and they did not give it to me. I asked them to please put me through to someone responsible for the (B)(4) and they didn't do that either. There are not many other options left, rather than growing tired of talking to the (B)(4) call centre (open 24 hours a day -(B)(4)-) or filling in a form at the warranty and support service: (B)(4) (the problem with forms is that 1. You don't really know who you are sending them to and 2. They are usually limited to characters and/or file weight. In this case 5mb which makes it impossible to attach photos, let alone videos). If someone wants to talk to a manager of the mentioned companies or send a written formal complaint, it is impossible. Unless one is willing to investigate on their own risk by googling (which has been the only option left to me). Please see the complete complaint report I sent you two weeks ago. I put again the complete complaint report in a googledrive link (B)(6).